Event description:
After the stent placement and removal of the angioguard distal protection device, the pt became hypotensive. The pt was a male with a history of hypertension. The target lesion was right internal carotid artery. There was moderate vessel calcification and tortuosity. The rate of stenosis was 87%. The angioguard delivery and the stent placement were successful. The stent was post-dilated with a 6mm balloon at 10 atms. After the stent placement and removal of the angioguard distal protection device, the pt's blood pressure dropped. Vasopressor was given and the pt's symptoms recovered. The pt has since been discharged.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.